Event description:
It was reported that pump displayed a cartridge change error when customer attempted to load cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer inspected cartridge o-ring and pneumatic tap area with support from technical support, cleaned area, and attempted to reload cartridge but was not successful until a new cartridge from identified lot was filled and loaded, after which customer completed load process and resumed insulin delivery.